Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on connection of a new ins to an old lead, impedance tested outside of normal at 0.7 volts, 1.5 volts, and 3 volts. A separate test of the lead was performed and impedance was still high. A lead break was suspected. The lead could not be replaced at the time due to patient consent. The new ins was implanted and the lead was to be replaced in the following two weeks. The was replaced because stimulation stopped and the end of service (eos) message appeared. There were no known environmental/external/patient factors that may have led or contributed to the issue. They tried to interrogate the ins, but were unable to as the message appeared to say that battery life depleted. Additional information was received from the rep. Device information and implant dates were provided. It was noted that the impedance measurements were greater than 10000 ohms on all electrodes 0-7. The eos of the old ins was considered normal. The cause of the high impedance was determined to be a total lead break. X-rays were provided along with a photograph of the open incision site. The lead was replaced on (B)(6) 2020, and the issue was resolved. It was noted that this information was confirmed with the physician/account.